Event description:
A patient reported they had been having very good results with the interstim system, but they are were hurting vaginally. The patient noted that they had another trial and think the pain may be related to that trial being conducted. There was no reported of any falls or trauma related to the issue. The patient had tried turning down the stimulation down and up, but nothing had helped the vaginal pain. The patient is implanted for urinary dysfunctional/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.